Event description:
It was reported that during the implant procedure, the device experienced loss of telemetry after induction of one shock was given. The device was interrogated and showed a power on reset occurred. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device was unable to confirm an issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; 6945-65 implantable tachy lead (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.